Manufacturer narrative:
This event is being reassessed as not reportable as there was no alleged malfunction of the device reported. There was no life-threatening injury resulting in permanent impairment/damage to a body part or structure, and the patient recovered with no medical/surgical intervention to preclude permanent impairment/damage to a body part or structure. A review of our physician approved risk tables, for excessive stress in bone, confirmed that the likelihood of any serious harm resulting from this incident is remote. Additionally, complaint history data for the past four years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Therefore, this event is deemed not reportable.

Event description:
No new information.

Manufacturer narrative:
The following devices were also listed in this report: it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: "a paper from cureus titled "insufficiency fractures of the iliac crest following robot-assisted total hip arthroplasty, a report of two cases" was provided and reported the following: a 79-year-old female diagnosed with left hip osteoarthritis (kellgren-lawrence grade 4) underwent tha. She had undergone posterior interbody fusion fixation for lumbar spinal stenosis and had been receiving oral bisphosphonate therapy for approximately three years postoperatively. The preoperative bmd, assessed using the t-score, was 0.4 in the lumbar spine (l1-l4) and 0.8 in the proximal left femur. The tha was performed via the als approach. Three 4 mm pins were secured on the right (contralateral) iliac crest using the same procedure as in case one. Acetabular reaming with the mako was performed at 45 mm, 47 mm, and 48 mm, followed by implantation of a 48 mm trident2 cup without screw fixation. The femoral component of the size 4 insignia stem was placed, and a delta 36 mm head was implanted after confirming dislocation stability. Finally, the central pin was found to be loosened when the pins were removed. The total operative time was 105 minutes, with an estimated blood loss of 160 ml. Full weight-bearing was initiated postoperatively. After obtaining patient consent, a low-dose CT scan of the pelvis was performed one week postoperatively, and proper implant placement was confirmed with no evidence of fracture. The patient was discharged with cane-assisted walking two weeks postoperatively. Postoperative x-ray measurements at one week showed cup alignments with a radiographic inclination of 40° and anteversion of 12°, closely matching the intraoperative record of the mako (40° inclination, 15° anteversion) . The patient experienced right pelvic pain four weeks postoperatively. Pelvic radiography was performed by the primary care physician; however, no abnormalities were detected. As the patient had no pain in the operated left hip, she did not visit our hospital. Her right pelvic pain subsided 10 weeks postoperatively. Pelvic radiography performed three months postoperatively confirmed an insufficiency fracture at the iliac crest of the pin insertion site. As her pain had already improved, we carefully monitored her for six months postoperatively. Complete bone union was achieved six months postoperatively and confirmed on pelvic radiographs and CT images. The hhs scores at three and six months postoperatively were 79 and 92, respectively. The CT images obtained one week postoperatively showed that only two of the three pinholes were visible on the iliac crest, suggesting that the central pin had been inserted into the soft tissue. The proximal pin was inserted in a monocortical manner. The distal pin was inserted deeply in a transcortical manner, extensively shaving the outer cortex of the ilium. A lateral 3d image of the pelvis one week postoperatively without a pinhole at the outer cortex of the ilium is shown. The estimated positions of the bone pin insertion based on an analysis of the bone pinholes using reconstructed CT images is shown. The CT images taken six months postoperatively is shown. The images revealed that the insertion site of the transcortical fixation of the distal pin corresponded to the fracture line of the outer cortex of the ilium. An axial CT image of the pelvis at the level of the distal pinhole six weeks postoperatively, demonstrating a bony union of the iliac bone.